Event description:
On 02 february 2026, gore was notified of an incident involving gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). According to the report, on (B)(6) 2026, a 6 mm vsx device was attempted to be implanted in a patient¿s superficial femoral artery using a 6 fr destination¿ guiding introducer sheath (trumo) and v-18¿ controlwire guidewire (boston scientific). The vsx device was placed at the intended treatment site. However, the vsx device reportedly could not be deployed. The deployment line was released using the deployment knob and the line was pulled approximately 2 cm, then further line unraveling was not achievable. According to the report no stent expansion was observed at distal end. The constrained vsx device was reportedly removed from the patient with no issues. A second vsx device was reportedly implanted successfully without any technical issues. There was no report of patient harm due to the non-deployment of the first device.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. H6: code b23 - the device return to gore is currently being arranged. If the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.